Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected a year ago onto the angle of the jaw with juvéderm® volux¿, and 2 years ago in the nasolabial fold + marrionette lines with juvéderm® volift¿ with lidocaine and in the jaw (jw1) with juvéderm® volux¿. Patient "had an ear infection prior" and ¿has delayed onset nodules" where symptom noted in the jaw and right nlf (nasolabial fold). Treatment included doxycycline. Symptoms ongoing/unresolved. This record relates to injection 2years ago in the nasolabial fold + marrionette lines with juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
No additional information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1.

Event description:
No additional information.